Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corportation. The customers reported problem was verified and confirmed. The report was attributed to the an integrated circuit the main board. Therefore, the board was replaced to resolve the report. The device was recertified and was returned to the customer. Analysis of reports of this type has not identified an increase in trend.